Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause of air being in the tubing to be the disposable tubing, and the most probably cause of an under-delivery to be the pump's expulsor; however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during infusion, the pump finished delivering early. Per the reporter, there had been 84.55ml infused but 7.5ml remaining. It was also reported that there appeared to be air in the tubing and the cartridge was empty. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.